Event description:
I've had allergan (used to be inamed) breast implants since 2006 and I believe they have caused a slew of immune-related health problems including one incident of itp where my platelet count was so low that I almost bled to death and had to stay in the ICU for a week. I recently started seeing a rheumatologist and was diagnosed with mixed connective tissue disease with symptoms of rheumatoid arthritis, itp, and lupus. Now this is just the things I have documented but there were other problems from the beginning including fatigue, brain fog, anxiety and panic attacks. I see now that allergan is recalling their textured breast implants but mine are not textured, but smooth and have still created serious problems to me. Thankfully I am scheduled to have them explanted later this year, but I thought I should probably report an incident in case it could help anyone in the future to either receive an explanation surgery or decide against getting implants. It should be reported that many women are ill from having breast implants both smooth and textured with many of the same autoimmune symptoms and this can be observed in several private (B)(6) groups with several thousands of members each. FDA safety report ID# (B)(4).